Event description:
It was reported that the patients ipg was protruding and incision beginning to open. The patient underwent a procedure wherein the ipg was relocated and that the patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.